Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer replaced the sample probe. An ise check, calibration, and controls were ok. The investigation determined the customer action of probe replacement resolved the issue. Medwatch field e1 facility name - the full name was provided as, (B)(6) hospital.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The sample initially resulted in a na value of 140.4 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 147.0 mmol/l. The repeat value was deemed correct.